Manufacturer narrative:
The technician was advised of proper technique for removing cartridges. Operator reference guide advises: "to remove cartridge - hold button down with right hand. With left hand, gently pull tab on cartridge to right to unlock. Pull upward, discarded cartridge to prevent injury and possible contamination to others".

Event description:
A medical technician was splashed in the eye with hemoglobin a1c reagent and pt sample when she attempted to remove a cartridge using a pair of scissors. The sample was reported to be from a pt with (B)(6). The technician was sent to the emergency room for follow up treatment. The technician was not wearing safety glasses at the time of the event.